Event description:
Hospital staff indicated the power adapter was loose on the freedom, meaning the adapter easily slid up/down the rails on the freedom. Device was not in patient use at time of complaint.

Event description:
Hospital staff indicated the power adapter was loose on the freedom, meaning the adapter easily slid up/down the rails on the freedom. Device was not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom power adapter s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found the locking tab of the power adaptor broken. Power adaptor passed all areas of functional testing for acceptance at incoming inspection. A fit test was also performed on a random sampling of five different drivers. A loose fit was observed on all drivers due to the broken locking tab. A fit check was performed after rework of the locking tab and addition of retention shims. Adaptor fit appropriately on all five drivers. Customer complaint was replicated. Failure investigation for this complaint confirmed the reported issue during testing. The customer complaint was replicated during testing; the root cause of the reported loose fitting power adaptor was determined to be a broken locking tab/retention clip. This is a known issue that is currently being addressed. Failure investigation identified no other test failures or damage that could have contributed to the event. The device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.